Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrical testing of the returned device determined that electrodes 1-4 met specifications for acceptable resistance values, but multiple short circuits were detected. In addition, data was unable to be obtained from the 19-pin and 10-pin eeproms. Fluid was noted outside of the irrigation tubing but within the tygon tubing just distal to the luer and was also noted within the 19-pin, 10-pin, and optical connectors, consistent with the reported event. Evidence of corrosion was also noted within the electrical connectors, consistent with the eeprom issues. A blood like substance (bls) was noted within the irrigation tubing just distal to the luer, also consistent with the reported event. The irrigation tubing was noted to be detached from the molded luer hub, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors. This is consistent with the multiple short circuits detected, the corrosion noted within the electrical connectors, and the bls within the irrigation tubing. As a result of this finding, abbott is performing further investigation.

Event description:
During a pulmonary vein isolation procedure, when connection was checked it was noted that blood was leaking out and into the lumen of the catheter. Blood and saline were also leaking at the connection with the tactisys and ensite precision module. There was noise noted on the electrodes of the catheter. No saline backflow in the irrigation pump was noted, and the tubing set was connected properly. Both the catheter and the tubing set were replaced and the procedure was completed with no adverse consequences to the patient.

Event description:
During the procedure, when connection was checked it was noted that blood was leaking out and into the lumen of the catheter. Blood and saline were also leaking at the connection with the tactisys and ensite precision module. There was noise noted on the electrodes of the catheter. No saline backflow in the irrigation pump was noted, and the tubing set was connected properly. Both the catheter and the tubing set were replaced and the procedure was completed with no adverse consequences to the patient.